Event description:
The customer reported unflagged erroneous high results from a coulter ac·t diff analyzer for red blood cells (rbc) on three patient samples. All three samples were run again and the parameters were lower and considered correct, based on patient history. The samples were collected in microtainer tubes from fingersticks. The samples were all run on the same day. The quality control (qc) run prior to patient testing was within range. The erroneous results were not reported out of the lab. The second runs that are considered correct were reported. There was no change or affect to patient treatment associated with the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/03/2015 and found poor rbc reproducibility on rbc related valves. The rbc apertures and solenoid valve lv8 were replaced to fix the instrument. After repairs, reproducibility and qc were successful. The repairs were verified per established service procedures.